Event description:
It was reported that a patient underwent a surgery due to an incident involving stepping on a broken plate on an unknown date in (B)(6) 2023. The patient had an open wound on the right big toe area. After a physical examination, the doctor decided to suture the wound in two layers. The inner layer, subcutaneous, was sutured with this suture. The outer layer, skin, was sutured with a different kind of suture. After the suturing was completed, the doctor allowed the patient to be discharged for further care at home. The patient visited the hospital daily for wound care, and by (B)(6), the wound had dried well. The doctor then proceeded to remove the outer layer of skin sutures, and the wound continued to heal without any signs of inflammation. On (B)(6) 2024 the patient returned to the hospital for consultation regarding white threads protruding from the wound after the removal of the stitches. The doctor examined and treated the situation by cutting the protruding threads outside the wound. The length of the removed threads was approximately 0.7 centimeters. The patient had no infection or inflammation but had the need for suture removal. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. ¿ no, I was told that patient only got her suture removal. - what was the appearance of the suture during the removal? As attachment. - if re-suture/re-closure was performed: no, hospital only performed suture removal. ¿ was reoperation necessary to remove the suture and re-close the wound? Somewhat necessary. ¿ was the suture trimmed in physician¿s office? Suture has been trimmed and took out by physician but they don¿t mention where this action take place. ¿ was the suture removed in a routine post-op procedure? No, it meant to be left inside body¿s patient until it fully absorbed. ¿ was the suture removed in a reoperation procedure? Yes. - what is the current status of the patient? No incident of infection or inflammation during complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *was the suture removed during a ¿re-operation¿? Or *was the suture removed by trimming the suture protruding through the skin? *please clarify if the patient underwent a re-operation for suture removal. Please describe any medical/surgical intervention required for this suture event including dates and results. Please provide the patient's weight, bmi at the time of index procedure. Date of index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a wound with inflammation and apparent infection, a piece of suture with body fluids is present in the image. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.